Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The pt 801 has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative reported to have evaluated the suspect device, but at this time is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays multiple transducer faults in the events log. The field service representative on-site determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the main printed circuit board assembly. After replacing, the main printed circuit board assembly, the issue was resolved. The fsr reported the device passed all performance checks.